Manufacturer narrative:
The device was returned and an investigation found the following. A visual inspection showed the occluder has marks and wear with some paintwork worn down to bare metal. No issues were found with carriage movement. Multiple carriage test were done with no issue. Event logs still inside the device memory no longer contain the day the event occurred. Logs provided from the case show the issue but there is an opinion that a particularly soft tube was kinked during the case which caused the issue, and that there is no fault with the occluder. Connected occluder to a qws, and 6" pump with 3/8" x 3/32" water loop. Connected two flow sensors and level sensor. Set up flows and level for safe and also protected mode and tested bubble alerts and reservoir level alerts. All flow ports work. All pressure ports work. Level sensor port works. Safe and protected mode cause the occluder to clamp correctly, and it always releases when alert warnings are cleared. Cannot find a fault. No fault found with this device.

Event description:
The customer reported a sudden locking of the venous occluder; and that opening the occluder was not possible. The customer had to open the occlude in a manual way.

Manufacturer narrative:
Investigation ticket opened and ongoing. Conclusion of investigation will be provide in a follow up report.

Event description:
The customer reported a sudden locking of the venous occluder; and that opening the occluder was not possible. The customer had to open the occlude in a manual way.